Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed that there was no irregularity found. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the distal end of the subject device tested positive for escherichia coli (>300cfu/ml) and the instrument channel tested positive for escherichia coli( (>200cfu/ml) and uncertain volume of enterobacter cloacae during routine inspection. It was reported that the subject device had been manually cleaned with an olympus brush (bw-412t and maj-1888) and had been reprocessed using a non-olympus automated endoscope reprocessor (aer). There was no infection report associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation by oekg confirmed signs of wear and tear in the distal cover of the insertion portion, the bending section and the angulation mechanism.